Manufacturer narrative:
Date of event: date is approximate. Concomitant medical products: product ID : neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. The trial began (B)(6) 2022. It was reported that they thought their leads had moved/migrated, they could see the lead coming more out of their back now. Contributing factors and actions/interventions were unknown. The issue was not resolved at the time of the report.

Manufacturer narrative:
Date of event: date is approximate. Concomitant medical products: product ID : neu_unknown_lead, lot# unknown , product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. The trial began (B)(6) 2022. It was reported that they thought their leads had moved/migrated, they could see the lead coming more out of their back now. Contributing factors and actions/interventions were unknown. The issue was not resolved at the time of the report.